Event description:
Edwards received notification from france that this valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of 7 years and 2 months due to valve calcification leading to restricted leaflet mobility. The patient was experiencing dyspnea before valve replacement. Another bioprosthetic valve of the same size was implanted in replacement. The patient was noted as to be discharged after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: device was returned for evaluation. Customer report of calcification was confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all leaflets on both inflow and outflow aspects. Host tissue on the stent circumference was minimal at the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Blood residues were visible on both outflow and inflow aspects. Sewing ring cloth had multiple cuts around the valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with non-structural valve dysfunction (nsvd). Implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Event description:
Edwards received notification from france that this valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of seven (7) years due to valve calcification leading to restricted leaflet mobility. The patient was experiencing dyspnea before valve replacement. Another valve of the same model and size was implanted in replacement. The patient was noted as to be discharged after the procedure.